Event description:
It was reported that the 9900 system had blurry images. System images could be brought into focus by adjusting the image intensifier power supply. System would function normally. No pt injury reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the image intensifier. The system was tested and found to be working as intended and placed back into service.